Manufacturer narrative:
Customer had not reported any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 360-361 mg/dl and ketones level was 3.4. Customer changed the infusion set and cartridge. A correction bolus was delivered. The reported issue was resolved.